Manufacturer narrative:
Section d4: catalog number corrected. Manufacturer's investigation conclusion: the reported event of clock resets was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6), was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 hours (B)(6) 2023 from 06:48:23 ¿ 09:53:41 per timestamp). There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional log files were submitted for review. A review of the log files showed the clock reset to various dates ranging from (B)(6) 2000 to (B)(6) 2000. The cause of the clock resets was not observed in the log files. Additional information provided on (B)(6) 2024 stated the clock was able to be reset at the hospital. The controller was exchanged due to the clock being reset between visits. The controller will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6), and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) (rev. G) section 4 "system monitor" explains how to set the system controller clock using the system monitor. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during routine outpatient management, it was noticed that the system controller clock was not set. The system controller clock was reset correctly and then exchanged. The system controller was exchanged due to the clock settings having changed between the patient's last visit and this visit. A review of the log files found an increased use of the emergency backup battery.